Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to customer's blood glucose. Reportedly, customer discussed a backup method with their healthcare provider.